Manufacturer narrative:
Event site address: (B)(6). Getinge field service engineer (fse) found that the machine displayed a distorted screen, the loose video connection in the screen was reinstalled, and the machine displayed normally. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit displayed unclear stripes on the screen. The event occurred before use, and there was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).